Manufacturer narrative:
The lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with this right ventricular (rv) lead exhibited an alert for shock lead impedance out of range, with a sudden measurement greater than 200 ohms following a previously stable lead trend of approximately 50 ohms. The presenting electrogram showed no evidence of noise. Further in office lead assessment was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information indicated that no specific root cause was determined at this time. The patient was subsequently evaluated in clinic, where lead assessment indicated that the high-voltage impedance had returned to approximately 55 ohms. It was noted that impedance measurements had increased in two shock coils since the prior evaluation, while one coil remained stable. It was confirmed that programming optimization was performed and no defibrillation threshold (dft) testing or lead revision was conducted.

Manufacturer narrative:
The lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with this right ventricular (rv) lead exhibited an alert for shock lead impedance out of range, with a sudden measurement greater than 200 ohms following a previously stable lead trend of approximately 50 ohms. The presenting electrogram showed no evidence of noise. Further in-office lead assessment was recommended. This rv lead remains in service. No adverse patient effects were reported.